Event description:
The recipient reportedly experienced headaches and dizziness. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's symptoms have resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.